Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: broken shell, underweight and missing piece of the shell. A microscopic analysis was performed which identify crease sharp opening on anterior and observed stress marks in the device based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "rupture". Device has been explanted.